Event description:
The account alleges that when a stent was being deployed in the coronary artery, the inflator unscrewed/detached, the piston came loose, and the stent could not deflate. The patient suffered a rhythm disturbance with cardiac arrest. A code was called per hospital protocols, and the patient was successfully resuscitated.

Manufacturer narrative:
The suspect device has returned for evaluation. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually investigated. The complaint is confirmed. The root cause is attributed to incorrect adhesive application during the manufacturing process. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed, and no similar complaints have been identified.